Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting a lead problem. During the invasive procedure to revise the lead, the 'screw driver broke in the atrial set screw'. The ipg was explanted. Cpi has been unable to obtain any information on the lead.